Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the report of a driveline power fault alarm and a difficulty reconnecting the driveline cannot be confirmed. A correlation between the device and the reported ventricular fibrillation cannot be conclusively determined. The patient, who was already on home hospice services, experienced a backup battery fault on their controller. They called the vad coordinator, who advised the patient to exchange their controller. Once the system controller was removed, the patient became hypotensive and experienced a loss of consciousness. The patient¿s spouse reported difficulty getting the driveline reconnected; however, once it was connected to a new controller, the patient experienced a driveline power fault alarm and were found to be in ventricular fibrillation (vf). Reportedly, the patient was most likely in vf which triggered the vad alarm, leading to controller change resulting in ~ 3 minutes of hypoperfusion and loss of consciousness. The patient and their spouse were concerned about the consequences of exchanging the modular cable and stopping the pump again, as this could again cause interruption of cardiac output and recurrent loss of consciousness that may lead to death given underlying vf. They did not elect to change modular cable while in clinic. The alarm was permanently silenced from the system monitor and the vad coordinator educated the patient and their spouse on driveline construction and potential for pump stoppage. The vc educated the spouse and patient on modular cable exchange and sent the patient home with a modular cable to exchange should alarm return or escalate. Because the patient was not experiencing any overt heart failure, shock, end organ damage or any discomfort, the decision was made to continue their dnr wishes and not pursue elective dc cardioversion or to exchange driveline external wires. Multiple requests for additional information were sent to the customer. The patient remained ongoing on vad support until they expired on (B)(6) 2018. No product available for investigation. The heartmate 3 lvas patient handbook, provides a list of alarms and the proper actions associated with them. The how your pump works section details instructions on disconnecting the driveline from the system controller and replacing the running system controller with a backup controller. These instructions state "important! Before inserting, align the marking on the controller driveline connector with the arrow on the system controller." The handling emergencies section lists examples of emergencies, including driveline power faults, and what actions to take. The heartmate 3 lvas IFU lists cardiac arrhythmia, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU provides instructions for replacing the modular cable, including instructions for exchanging to a new modular cable and system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report # 2916596-2018-03501. It was reported that the vad coordinator advised the patient to exchange system controller with the patient's caregiver while on the phone due to a backup battery fault alarm from the system controller. The patient's spouse reported difficulty with getting the percutaneous lead (driveline) reconnected and once the driveline was reconnected to the new system controller, the patient's pump had a driveline power fault alarm. The patient and spouse were concerned about the consequences of exchanging the modular cable and stopping pump again and did not elect to change modular cable while in the clinic. Alarm was permanently silenced from the system monitor and the vad coordinator educated the patient and spouse on driveline construction and potential for a pump stop, as well as exchanging the modular cable. The patient was sent home with a modular cable to exchange should alarm return or escalate. Additional information stated that patient was transferred from outside hospital (osh) after losing consciousness (loc) while replacing system controller. Controller was alarming backup battery fault, and once the system controller was removed, patient became hypotensive with loss of consciousness. Patient's caregiver had difficulty with reconnecting the drive line. Once it was connected to the new controller. Patient's pump had a driveline power fault alarm. Patient was found to be in ventricular fibrillation (vf). Patient was most likely in vf which triggered the vad alarm, leading to controller change resulting in 3 minutes of hypoperfusion and loc. The driveline fault alarm occurred after controller change suggesting that this was equipment damage during the urgent controller change. There was a risk changing exterior driveline wiring as this could again cause interruption of cardiac output and recurrent loc that may lead to death given underlying vf. Patient was already on home hospice services, because the patient was not experiencing any overt heat failure/shock/end organ damage or any discomfort, decision was made to continue his "do not attempt resuscitation" (dnar) wishes and not pursue elective dc cardioversion (dccv) or to exchange driveline external wires.